Manufacturer narrative:
The device was received with button error alarm and had unresponsive esc and act buttons due to moisture damage keypad traces. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 100mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.